Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. When the emergency vvi button was pressed, there was no device function.